Event description:
(B)(4). I had the essure put in on (B)(6) 2015. Doc said it was better then getting my tubes tied. Wrong. I bleed from the day they were out in till the day they were taken out on (B)(6) 2015. I gained (B)(6) with it. Lost hand full of hair at a time. Severe pain in my abdomen that went to my back. Fatigue, bad mood changes. I would get upset very easily. Loss of bladder control. Gi issues. Severe migraines. Severe brain fog. Metallic taste in my mouth. Night sweats.